Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to connect to the scs ipg. The patient underwent a surgery and the device was place into surgery mode. Troubleshooting was attempted but a connection could not be established.

Event description:
It was reported that therapy has been restored post-op.

Event description:
It was reported that the patient my undergo surgical intervention to address this issue.

Event description:
It was reported that workbench shows a surgical procedure took place on (B)(6) 2019, wherein the patient's ipg was explanted and replaced.